Event description:
At the end of a surgical procedure, the head of the patient, which was positioned on the headrest, tilted over dorsally. MRI of cervical spine showed no issue. Manufacturer reference # (B)(4). Ref # 8010652-2013-00011.